Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that clot formation occurred. A 6 fr x 11cm super sheath introducer sheath was selected for use. The physician flushed the sheath with heparinized saline. However, clot formation occurred. The physician aspirated the clot and completed the procedure with this device. No further patient complication were reported.